Event description:
Customer reportedly obtained results of 502mg/dl and 72mg/dl on the compact plus system within 10 minutes. Based on symptoms and results, customer drank soda and ate. No adverse event reported. Requested return of suspect system and replacement was sent.